Event description:
As a type 1 diabetic, I use an insulin pump along with a continuous glucose monitor to treat my disease. I was using an animas vibe paired with dexcom¿s cgm at the time jandj announced they would no longer support the use of animas pumps. To accommodate a transition, they paired with medtronic and offered a switch to their minimed pumps/cgms. Using medtronic¿s cgm has been inferior to dexcom¿s in both reliability and usability. However these differences, while frustrating to deal with, have not been a negative impact to the treatment of my diabetes. In contrast, in the past 4 months I have had to receive 3 replacement pumps for ¿critical errors¿ using medtronic¿s pump. The pump will die with no notice while doing medial tasks, such as walking the dog. While the new pump is getting shipping I¿m forced to go back to injections and several finger pricks a day. I feel like I have been forced into using an inferior product as my insurance will not cover the switch to a different pump until my warranty is expired. I trusted jandjs work with medtronic to put me in s similar treatment situation and feel I was incorrect doing so/ I understand the need for companies to be profitable to survive but feel that jandj should have been more forthcoming in their business to allow for me, their customer, to make a more informed decision. (B)(6). FDA safety report ID # (B)(4).